Event description:
Customer reported that her insulin pump alarmed button error and buttons are not responding. Customer stated she was trying to deliver insulin and when she pressed the act button; numbers on the screen started ramping on their own. She stated she removed and reinserted the battery and received the button error alarm. Customer reports that she had the same issue a week before and was cleared with a battery change. Blood glucose 343 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked display window corners, cracked reservoir tube lip, broken belt clip slot, cracked and minor scratches on display window.